Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp/ 620mm. The incident occurred in (B)(6). The complained unit has been requested by livanova (B)(4) for further investigation. Traces of dried fluid have been detected into the housing of the clamp but no oxidation on mechanics was present. No deviation has been detected and the reported malfunction could not be reproduced. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that the s5 erc tubing clamp/ 620mm could not be opened and the perfusionst had to open it manually. There was no report of patient injury.